Manufacturer narrative:
This report was filed by the MFR.

Event description:
Rec'd report from customer stating the alaris smartsite 20038e triconnector set had a disconnection. Further info provided by customer stated that 1 smartsite valve came off of one of the extensions of the tubing. The triconnector had been connected to the pt and infusing heparin, nitrocene and tirobfan through each of the 3 ports. At about 4 am, in 2004, the nurse noted leaking from the triport connector, and the smartsite valve and reconnected the infusions. The nurse stated the pt had no injury or medical intervention. The set was sent to alaris for investigation. Used sample rec'd for investigation. Model 20038e; lot # unk. Inspected under microscope and appeared that an insufficient amount of solvent was applied to the connection of one of the extension sets and smartsite valve. There is no trend for this occurrence and is most likely a random occurrence, due to an assembly issue. The quality engineer for this prod line has been notified of this complaint. We will continue to trend per our normal complaint process.